Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by the handling of the users, the cable was under unexpected stress and the cable unit broke down, so the image was no longer coming out and e224 was displayed. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as an image was displayed, but with an accompanying (B)(4) communication error. The displayed error message was determined to be the result of a faulty cable unit. Additionally, the rear cover labels were noted to be fading. Faulty components were replaced, successfully tested, and the device was returned to the user facility on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the 4k autoclavable camera head presented with an (B)(4) error on the screen. According to the initial reporter, the event occurred on (B)(6) 2021. There were no other devices involved, and the intended procedure was completed using a different device with no delays. There was no patient harm or consequence reported as a result of this event.